Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly or deviation. There are warnings in the package insert that state that this type of event can occur: under possible adverse effects, number 4 states, ¿loosening or migration of the implants can occur due to loss of fixation, trauma, malalignment, bone resorption, excessive activity.¿ number 14 states. ¿postoperative bone fracture and pain.¿ this report is number 3 of 4 mdrs filed for the same event (reference 1825034-2013-04665/04668).

Event description:
It was reported a patient enrolled in a clinical study underwent left total hip arthroplasty on (B)(6) 2001. Subsequently, the patient was revised on (B)(6) 2012 due to pain, elevated metal ion levels, wear of the liner, and metal staining of the soft tissue. The acetabular component, modular head, and taper liner were removed and replaced. It was further reported that the patient underwent left hip manipulation procedure on (B)(6) 2012 due to pain and the potential for dislocation. Prostheses were found to be stable. No products were removed or replaced.